Event description:
A malfunction alarm was reported on the pump during the load process. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump to be sent to the customer, who will use multiple daily injections (mdi) as a backup insulin therapy. The customer was instructed on how to put the faulty pump into storage mode for its return and agreed to send it back using a pre-paid label within 10 days.